Event description:
It was reported that a malfunction occurred with the tandem pump, identified as "malf 12". There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and advised to contact support if the issue happened again.